Manufacturer narrative:
Bec customer technical support (cts) assisted the customer to set the hgb level to 3700 which resolved the incomplete computation/non numeric hgb results. The customer resolved the leak by cleaning the probe wash block. The customer states the instrument is now running properly. Service was not dispatched for this event since the customer corrected the issue. Failure mode for the leak is obstructed the probe wash block. Although resetting the hgb resolved the hgb incomplete computation, the failure mode for needing the reset is unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that approximately 2 cubic centimeters (ccs) of clear liquid had leaked from the sample probe wash and collected on the counter under the coulter ac*t diff hematology analyzer. The customer also reported getting incomplete computation/non numeric results (.....) On the hemoglobin (hgb) parameter. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.